Event description:
Boston scientific received information that the right atrial (ra) lead exhibited noise and high out of range pacing impedance measurements of greater than 2000 ohms. A chest x-ray was taken, however the physician has not yet reviewed it. The patient was asked to follow up in one month. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the ra lead was surgically abandoned two months later due to continued high out of range pacing impedance measurements of greater than 2000 ohms. An x-ray was taken which yielded inconclusive results. The cause of the out of range impedance measurements was not able to be determined. The implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.